Manufacturer narrative:
Evaluation, results: inherent risk of procedure (graft occlusion, fem-fem bypass); patient's condition affected effectiveness of device (sfa disease with severe stenosis). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (sfa disease with severe stenosis).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm size at the time of implant and currently is unknown. The vessel morphology at the time of implant and currently was reported as the vessels measured small in diameter (10 mm) and severely calcified. The patient had sfa disease with severe stenosis prior to stent graft implantation. It was reported that on an unknown date a CT scan demonstrated that contralateral iliac limb was completely occluded. There were no kinks in the stent graft. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported, and the patient is fine.